Event description:
It was reported that product packaging for two devices has deteriorated. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
There were two lot no's associated with this event (i.e. Lot 05112447 and lot 07123017). The product packaging was returned for evaluation. It was visually confirmed that the packaging showed signs of damage. The root cause is determined to be brittle packaging. An alternative packaging material has been implemented to address this issue.